Event description:
Information was received from a consumer and a healthcare professional (hcp) regarding a patient's implantable infusion pump for spinal pain. It was reported on 2016-09-28 that the patient stated her pump ran out of medication on (B)(6) 2016. The patient stated she started alarming (B)(6) 2016 and could barely hear it. She went to the hcp (B)(6) 2016, and hcp said all the medication and even the programming was out due to a missed refill appointment. The cause of the alarm was confirmed to be an empty reservoir. The hcp was able to refill the pump and the patient got a bolus when she was in the office. She later tried to do a bolus and got an error code of 8503. The pump was recently programmed with a prescribed bolus that was currently in progress as indicated in labeling. The personal therapy manager is working as designed. The patient was being medicated with morphine at a concentration of 20mg/ml, and a dose of 12mg/day. The patient's status was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.